Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The medical center in japan did return the impella pump but, not the introducer sheath. The root cause of the injury/contusion noted at the access site could not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The device was implanted on (B)(6) 2021 and explanted (B)(6) 2021. It was reported blood vessel damage with vascular contusion was noted during impella removal. There were issues with the angle during detention and bleeding was noted at the insertion site during indwelling. Surgical anastomosis was performed. No further information was provided.